Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2014 to report that the transmitter gave an out of range signal for about 10 hours on (B)(6) 2014. Patient's parent did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the permanent out of range signal.